Manufacturer narrative:
The insulin pump data could not download due to several alarms in the history for a corrupted history file. The insulin pump was received with a cracked case at a display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer is an unable to download to care link. The customer's blood glucose level was 40 mg/dl. The customer was to upload again and applied a code to his account but very little data was recovered and found that in the month of march there is a gap of data because of time/date conflicts. The customer was asked that the insulin pump will need to be replaced and agreed to the replacement. The customer was advised to be careful with time/date changes.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.